Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
On 12-jul-2024, intuitive surgical, inc. (Isi) received a user facility report (B)(4) stating that during a da vinci-assisted surgical procedure, the user observed damage on the monopolar curved scissors instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive has followed up with the initial reporter to obtain additional information; however, the site was unable to provide further information at this time.